Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed showed the actuator moves to the proximal end of the t2, clicks to cycle without moving the t2, returns to the next deployment position. It does not cycle properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up, when the fast-fix flex curved was opened, t1 was already deployed. There was a back-up device available, and no delay was reported. There was no patient involvement. Preliminary results of investigation found that t2 does not move and not cycle properly.